Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in intermittent communication loss limited to the ilet, and the agent guided the user to toggle dexcom g6/g7 settings, restart the ilet, and wait for pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with device components implicated in the electrical/magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.